Event description:
Patient reported about one week ago they received a system alarm, but were able to clear the alarm. A couple of days later they attempted to administer a bolus and noticed there wasn't any insulin in their tubing; it was pooled in their pump and leaking around the adapter. Patient changed the cartridge and infusion set, but still received the system alarm. Patient stated they were able to clear the system alarm. But were advised to change to an alternative therapy due to insulin ingress. Patient experienced high blood glucose, but no value was reported. Patient self-treated by bolusing more insulin through device to reduce blood glucose level. Patient stated they are fine, just getting over a cold.